Event description:
The pt had a new pump implanted and approximately 4 months later, it became infected at the pump site. The pump was explanted about 1 month post implant, and was replaced with the pt's current pump in 2006. The medication being delivered via the pump was not reported.